Event description:
The recipient is reportedly experiencing device migration. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The recipient will reportedly not be explanted due to poor health. This is the final report.